Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) experienced mechanical issues with the device as it did not inflate. In a clinical evaluation, troubleshooting actions were performed but the issues persisted. The ipp was removed and replaced with a new device. Surgery results were satisfactory and the patient was expected to fully recover. No patient complications were reported.